Event description:
Additional information was received and it was reported that the pump was empty due to md not filling in time. The patient was in a nursing home. The actions and interventions taken to resolve the issue was per the physicians instruction they were to add fake volume to stop the alarm. They were notified of the risks of damaging the pump if left in this state. No further information was available and no further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (13.5 mg/ml at 4.49 mg/day), clonidine (1050 mcg/ml at 349.9 mcg/day), and bupivacaine (27 mg/ml at 8.99 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient was at a nursing home facility, so the reporter believed that the pump refills were done there. The reporter was asked by the patient¿s hcp to check the pump status as they were possibly going to decrease the intrathecal drug dosing. The pump status was confirmed via the event logs which indicated that the low reservoir alarm occurred on (B)(6) 2019 and the empty reservoir alarm occurred on (B)(6)2019. It was noted that the patient was due for a refill and the therapy was not intentionally discontinued. No patient symptoms were reported. The patient had other comorbidities and was on other drugs, but the reporter didn¿t know what they were. The patient who was hard of hearing and the staff at the facility never heard the pump audibly alarming. The reporter had not yet heard the pump audibly alarm either. The reporter was planning to confer with the patient¿s hcp. No further complications have been reported as a result of this event.